Event description:
Infusion reportedly overinfused a pt with normal saline solution. The pump was set for 10 cc/hr. A 500cc bag was started at 2200 and was found empty at 2320. There was no fluid found on the floor.